Event description:
Information received indicates that after positioning the unit in the left ventricle, the hcp was unable to remove the guidewire introducer from the product. The unit was replaced during the case with no consequence reported for the pt.